Event description:
Allegedly, while performing a stone fragmentation procedure, the tip of the probe came off into patient. Doctor immediately retrieved. Procedure was completed with no injury to patient.